Event description:
Catheter inserted through the subclavian vein was occluded after injected mixed medication of thiopental sodium and vecuronium bromide, which is considered to be incompatible (since it causes deposition). The user attempted to break the occlusion by pressurizing with a syringe and found leakage. The break site is near the cuff on the connector.